Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This previously capped right atrial (ra) lead was explanted.